Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Additionally, it was reported that the pump displayed a low insulin alert; however, the customer was able to withdraw 100 units of insulin from the cartridge. There was no impact to the customer's blood glucose level due to the reported event. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Additionally, it was reported that the pump displayed a low insulin alert; however, the customer was able to withdraw 100 units of insulin from the cartridge. The customer's blood glucose level was 600 mg/dl with small ketones. Reportedly, the customer had consumed juice and did not deliver the proper dosing of insulin. Although requested, no additional information was provided.